Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. The patient was connected at the time of the alarm. The care giver (cg) stated that the solution bag became disconnected during therapy. The cg cycled the power on the homechoice to clear the alarm. The cg removed the supplies. The technical service representative advised the patient to start over with all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the solution bag became disconnected during therapy, which is a known cause of the reported alarm. The cause of the disconnection was not determined. Should additional relevant information become available, a supplemental report will be submitted.